Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a "hemo vit-retine" surgery, when the surgeon attempted to remove the vitrectomy probe through the trocar, it became blocked. When the surgeon attempted to unblock the vitrectomy probe, the movement caused the trocar and probe to be removed. As a result, a retinal detachment occurred which required additional surgery. Additional information has been requested.